Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. An alert had been triggered. The device was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. The analysis result indicated shorting/low impedance in the battery. Hybrid analysis found the device lost telemetry and function due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Lithium plating breaches were found along the top edge of the anode separator adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium plating short. If information is provided in the future, a supplemental report will be issued.